Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient wanted to explant their implantable neurostimulator (ins) because it was not helping with her pain. The rep offered to reprogram the device, but the patient declined. There were no contributing factors identified. In the end, the patient planned to meet with a physician to discuss explant. There were no reports of device issues or allegations. The issue was not resolved at the time of the report, it was unknown if surgical intervention was planned, and there were no further complications reported or anticipated. Additional information was received from a manufacturer representative (rep). It was reported that the device was reprogrammed on (B)(6) 2018 as part of post-implant programming and the patient stated she was getting relief. The rep offered alternative meeting times with the patient and the patient declined saying she was going to get it explanted. No further complications were reported.